Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 15450860 / 15450860; model/catalog description: linear st lead kit, 70cm.

Event description:
A report was received that the patient had scratched her skin off due to intense itching all over the back, where the ipg and leads are. The physician confirmed that it was not device related and prescribed a medication for itching.

Event description:
A report was received that the patient had scratched her skin off due to intense itching all over the back, where the ipg and leads are. The physician confirmed that it was not device related and prescribed a medication for itching.